Manufacturer narrative:
G2: the country of the event is japan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having l3-s percutaneous pedicle screw (pps) fixed, l4/5 posterior lumbar interbody fusion (plif) for an indication of lumbar spinal stenosis. It was reported that the patient had initial surgery on (B)(6) 2024 and there was cross-threading of set screw. Due to the cross-threading of the set screw, the rod could not be firmly fixed, and metal powder was generated at the relevant site, resulting in metallosis. There was no looseness in the screw. The patient underwent additional surgery on (B)(6) 2025 as a result of the event for removal of left s1 screw nail. The rod was cut at the l5/s level, and the set screw was removed. After that, when the head positioner was inserted into the screw head and moved, it moved smoothly without resistance. There was no patient symptom reported. There were no further complications reported regarding the event.

Manufacturer narrative:
Additional information: d9, h3, h6 h3. Device evaluation summary: product analysis #: (B)(4): 6541104, lot#: h5960036 visual and macroscopic inspection confirmed the threads of the break off screw have been damaged. The thread crest and flank damage appear to have initiated at the start of the thread and is consistent around the damaged portion of the thread. Functional evaluation with a sample mas found the set screw unable to be fully engaged in the mas head. This is consistent with misalignment of the mas and set screw threads during construct assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.